Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's post-nuclear press was 2.5. There were no actions/interventions taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an adjustable shunt in (B)(6) 2019 due to hydrocephalus. On (B)(6) 2020, the patient went to the hospital for radiotherapy. On (B)(6) 2020, the patient suddenly developed symptoms of coma and incontinence. The physician stated that the previous pressure was 2.0, and the pressure needed to be measured and adjusted back to 2.0 if there were any changes. The patient was currently hospitalized.